Event description:
Noise oversensing was observed in both channels which led to an inappropriate suggestion of parameters modification. The physician decided to replace the subject device due to normal battery depletion.

Manufacturer narrative:
.

Event description:
Noise oversensing was observed in both channels which led to an inappropriate suggestion of parameters modification. The physician decided to replace the subject device due to normal battery depletion.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularities associated to the subject device.

Event description:
Noise oversensing was observed in both channels which led to an inappropriate suggestion of parameters modification. The physician decided to replace the subject device due to normal battery depletion.